Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 275 mg/dl. The customer state the pump falling apart. The customer also states he went to change battery and the battery cap contact came off. Troubleshooting was performed for blank display and noticed the display is currently blank and the contacts on the battery cap are missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.